Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges his sister was laying on the heating pad in bed with a towel between the heating pad and fell asleep causing a burn on her arm near her hand. There was not a report of property damage with this incident.